Event description:
It was originally reported by a distributor the complainant was experiencing operation issues with the cot including patient drops but with no injuries. Attempts were made to contact the complainant to gather additional information on the reported incident. On (B)(6) 2016 the complainant provided an incident report stating ff/emts were in the patient's residence and had just completed loading the patient onto the cot. As they were grabbing their bags the cot allegedly lowered from the load position to the floor and allegedly landed on one of the ff/emt's foot. He was seen at the ER for a contusion of the foot/big toe and was released with an ice pack. The ff/emt missed 1.5 days and then returned to work. There was no report of patient injury. An investigation was initiated at the time of the initial report and the evaluation of the product is in process.

Manufacturer narrative:
It was later discovered an incorrect serial number for the cot was mistakenly identified on the initial 3500a. The correct serial number of the cot involved in the alleged incident is (B)(4). The cot was evaluated by an authorized field technician at the customer location. A visual and functional evaluation was conducted and it was determined the cam lock was damaged. No other issues were noted with the cot. The cot was repaired and returned to service. It could not be determined how the damage was incurred the complainant advised the firefighter with the alleged injury did return to work and the alleged injury consisted of a contusion to the toe. It was reported the patient was not injured and no further information has been provided regarding any later alleged patient injury.

Event description:
It was originally reported by a distributor the complainant was experiencing operation issues with the cot including patient drops but with no injuries. Attempts were made to contact the complainant to gather additional information on the reported incident. On (B)(6) 2016 the complainant provided an incident report stating ff/emts were in the patient's residence and had just completed loading the patient onto the cot. As they were grabbing their bags the cot allegedly lowered from the load position to the floor and allegedly landed on one of the ff/emt's foot. He was seen at the ER for a contusion of the foot/big toe and was released with an ice pack. The ff/emt missed 1.5 days and then returned to work. There was no report of patient injury. An investigation was initiated at the time of the initial report and the evaluation of the product is in process.